Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high", although specific value was not provided. The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed. Customer addressed bg level with a manual dose injection. The customer continued to use the pump for insulin therapy.